Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a year after the dental implant was placed in ada site 18, loss of osseointegration occurred. Primary stability had been obtained and the implant was covered in bone. A bone graft was performed. An abutment was in situ for over 6 months. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc

Event description:
The clinician reported that a year after the dental implant was placed in ada site 18, loss of osseointegration occurred. Primary stability had been obtained and the implant was covered in bone. A bone graft was performed. An abutment was in situ for over 6 months. The product will be forwarded to the manufacturer for investigation. There were no reported complications.